Event description:
It was reported that a patient underwent a laparoscopic totally extraperitoneal (tep) procedure on (B)(6) 2020; and a suture was used. During the procedure, the needle separated from suture during suturing.. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4) date sent to the FDA: 10/05/2020 additional information: d10, h6 additional h3 investigation summary: it was reported that needle separated from suture. A failed suture needle was submitted for fractographic evaluation. The component was identified as product code vcp482h. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was predominantly composed of intergranular fracture, which is evidence of a brittle fracture mode. This was a non-ductile fracture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The needle exhibited amounts of intergranular failure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.